Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2012, and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products. Associated MDR #'s: 2937457-2013-00167, 1225714-2013-02636, 1225714-2013-02637, and 1225714-2013-02638.